Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) inflation failed and could not be relieved. The unit was replaced. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Corrected fields- d10 updated fields- b4, g1(contact person ¿ mfg site), g3, g6, h1, h2, h11

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the reported failure that the inflation failed and could not be relieved. The nurse immediately replaced the equipment for use. Fse stated that the safety disk helium exhaust joint was loose and he re-tightened. The test parameters met the factory requirements. The equipment was returned to the customer for clinical use. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿re tightening safety disk helium exhaust joint ¿. However, since no part was replaced or returned for evaluation, the root cause could not be determined.